Event description:
Customer reported that he called the paramedics and was admitted in the intensive care unit due to high blood glucose and dka. The blood glucose reading at the time of hospitalization was 1400 mg/dl. Troubleshooting was performed, and the insulin pump since to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.